Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted:(B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that there were telemetry issues. The patient, about a month prior, attempted to recharge and was unable to. They were unable to read with a physician programmer and the implantable neurostimulator recharger (insr) did not recognize it. They were unable to do a physician mode recharge (pmr) today and were going to reschedule with the patient when they had more time. The initial complaint of the patient having difficulty charging was not assessed due to the overdischarged battery, but coupling issues were alluded to. The cause of the overdischarge was unknown. The patient experienced an increase in pain and was not receiving effective therapy. A trickle charge was going to be attempted. 2 months later the patient was still in an overdischarge state. It was suspected that the implantable neurostimulator (ins) might have been flipped in the pocket, as they had issues starting a pmr, but it was not confirmed. The pocket was loose and the battery was ¿going on edge¿ causing the patient discomfort. They discussed x-rays and were able to successfully start a pmr, and instructions to clear a power on reset (por) were given. The manufacturing representative and the patient were in the ER performing a second pmr, and the device had not yet flipped to a normal charging screen. The last successful charging session was 2.5 months ago ((B)(6)). The last time the patient felt stimulation was (B)(6). The last time the manufacturing representative saw the patient at the beginning of summer, roughly 3 or 4 months ago, the ins pocket was too big and the patient was having difficulty charging at that time. The device was at the edge of potentially going over to be flipped. Then they were starting a 3rd pmr and were going to obtain an x-ray to confirm if the ins was flipped or not. It was noted that the patient had lost coverage in the past couple of years and the patient had fallen a few times. The details and if it was related to the potential ins flip was unknown. A week later, the patient was still in overdischarge. The ins flip was not confirmed but fluoro pictures were going to be taken. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the device was flipped. The patient was deciding whether to have a new system put in due to replacement elective replacement indicator (eri) due in 1.2 years. The patient was not scheduled for follow-up yet. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.